Manufacturer narrative:
This device is used for treatment not diagnosis. Six batteries and a controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the batteries met specifications; the batteries and controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed critical battery alarms related to power switching for (B)(4), (B)(4) and (B)(4) which indicates a communication error. It was also reported that the patient experienced multiple pump stops. Log file analysis revealed a pump stop on (B)(6) 2014. Both batteries in use before the loss of power had a charge greater than 80%. After the loss of power, both batteries were changed. It's unlikely that a communication error would have caused a loss of power. Furthermore, testing did not reveal a malfunction with any of the devices that were return. A possible root cause of the reported controller power loss is an accidental double disconnection of both power sources during a power source change in response to a power switching event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause of the reported event is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated (B)(6) 2014, and pursuant to the provisions of 21 cfr part 803. This is one of four reports (3007042319-2015-01985, 3007042319-2015-01986, 3007042319-2015-01989, and 3007042319-2015-01990) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient experienced his power sources changing from one to the other earlier than expected. The batteries had greater than 25% charge remaining when they were observed to be switching. The site also stated that there were pump stops and a preliminary review of the log files revealed multiple losses of power during the month prior to the date the patient presented to the hospital for equipment replacement. The facility performed a controller exchange, removed the controller and all six (6) batteries from service and provided the patient with replacement devices. No harm or injury to the patient was reported as a result of this incident.